Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. There were no patient consequences. Further information was requested, but not yet available.

Event description:
New information noted the battery performance alert (bpa) persisted. No changes or interventions were reported. There were no patient consequences. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: section b1 should only have product problem selected and b2 should be blank as there was no surgery to address the issue.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) remains implanted. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was unknown.